Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis could not confirm the customer reported failure. The instrument was placed on an in-house system for the sealing test and the self-test passed and energy delivered without any issues. The electrical continuity test passed. However, the instrument was found to have a dislodged electrode at the distal end. It is unclear what caused the electrode to pull out of the over molded jaw. The jaws had heavy bio debris buildup, however, internal testing has not shown this build up to be the root cause of the electrode dislodged failure. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the vessel sealer instrument would not provide sufficient energy to seal the tissue. While there was no report of any patient, harm, adverse outcome, or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, the vessel sealer instrument stopped sealing. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding: the robotics coordinator was not present during the procedure but confirmed no patient injury per the case notes.